Event description:
The pt experienced emotional changes. The implantable neurostimulator was explanted. The hcp did not attribute the changes to the implanted system. There was no pt injury associated with the event.

Manufacturer narrative:
(B) (4). The neurostimulator was returned to the MFR for analysis which is not completed as of the date of this report. A follow-up will be sent when the analysis is completed.